Manufacturer narrative:
Ge healthcare's investigation could not determine the root cause because the customer would not authorize additional part replacement. The customer has received an offer with different options (buy/rent/credit-financing of a new device) but has not made a decision. Ge healthcare's investigation could not determine the root cause because the customer would not authorize additional part replacement. The customer has received an offer with different options (buy/rent/credit-financing of a new device) but has not made a decision.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, after the start of the case, with a flow of 6 lpm oxygen (o2), the o2 level measured by the gas module was 100%. It was subsequently noted that the o2 level decreased to 21% and the patient's oxygen saturation level decreased. It was further noted there was no o2 flow. There was no reported patient injury.